Manufacturer narrative:
No complaint was received with return of the device. Failure event observed during analysis. The device was tested on the bench and high voltage circuitry damage was discovered. Burn marks were observed on the device can. Review of the stored electrocardiograms revealed multiple episodes of aborted high voltage therapies due to sosd. The damaged output transistor showed characteristics of delivery of therapy into a low impedance load. Abbott conducted a review of complaint files under a non-product CAPA and identified that a report was required to be filed as a result of the subject event. Distributed devices are not affected by the CAPA. Additionally, no new risks were identified, and no product-related actions are required as a result of this report submission. Furthermore, product performance trending is not impacted by this report, and no new mitigation actions are required as a result of this report.

Event description:
This report is to advise of an event observed during analysis.